Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during cleaning and testing, it was observed that the motor device was running hot. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running hot could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the safety assessment (runs in the load position). It was also noted that the locking components were damaged allowing the device to run in the load position. The issue with the locking components was trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.